Event description:
Reporter indicated that systems diagnostics testing at an office visit resulted in high lead impedance readings, indicating a possible lead fracture. Reporter stated the patient felt regular stimulation and had observable voice changes. Review of x-rays by reporter did not reveal any obvious discontinuities in the ncp system. The patient later underwent a lead revision and generator replacement. The generator was replaced due to incompatibility with the new lead. The explanted lead and generator were discarded by the facility.

Manufacturer narrative:
Review of x-rays by reporter did not reveal any obvious discontinuities in the ncp system. Device failure is suspected, but did not cause or contribute to a death or serious injury.